Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose of 677mg/dl, and his blood glucose was treated with an insulin drip. The customer stated that he delivered 15.0 units of insulin, but his blood glucose did not drop, and he removed the insulin pump before going to the hospital. Troubleshooting was performed. The time and date were incorrect. Assisted the caller with correcting them. Instructed the customer to run a manual prime test and the insulin did exit. During the testing it was found that the customer's bolus wizard settings were off. Performed the high pressure test and passed. Suggested the caller to remove the cannula and it was not bent. The customer mentioned that he keeps the infusion set in for three to four days. Advised the caller to only use for up to three days to reduce infections and high blood glucose. No further information was provided.